Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the right ventricular lead was over-sensing noise. No intervention was performed. More information was requested but not provided.

Event description:
New information noted that the right ventricular lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
External insulation abrasion was noted at 14.0 cm to 14.1 cm from the pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.